Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient with trace to 1+ diffuse lamellar keratitis in the right eye post lasik. The patient was seen in follow up and the diffuse lamellar keratitis has resolved.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. A review of the technical service on site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. The contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).